Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultra2 owner's booklet, the error 5 message prompts when there is a problem with the test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:00am, the patient reported having symptoms of 'nausea, nervous and sweating' at the same time as the start of the alleged issue. The patient reported taking oral medications including glipizide 10mg twice a day with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. It is unknown if the patient's symptoms were intermittent, ongoing or worsened. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca was able to determine the patient's testing process was correct, and this was not the first time the meter had been used. The patient's test strips were found to be expired or store improperly. The cca noted the test strip completely drew in the sample. However the alleged issue was not resolved with a retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient alleged she was unable to test her blood glucose due to the alleged issue, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.